Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Infection, urogenital edema and urogenital pain are acknowledged within the IFU and are not related to off-label use or failure to follow instructions. The reported patient symptoms of infection, pain and edema are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with pain, edema and infection in the scrotum. A revision surgery was performed, during which the physician explanted the entire device and replace it with a tactra device. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Infection, urogenital edema and urogenital pain are acknowledged within the IFU and are not related to off-label use or failure to follow instructions. The reported patient symptoms of infection, pain and edema are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with pain, edema and infection in the scrotum. A revision surgery was performed, during which the physician explanted the entire device and replace it with a tactra device. There were no further patient complications.